Event description:
After initial surgery, it was noted that the anti-rotation screw nearly protruded from femoral head. Another surgery was done and the screw was removed and femoral head replacement was done.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.